Event description:
It was reported that the device continued to deliver inappropriate therapy even after a magnet was placed. The associated lead was explanted. The patients condition is good following the procedure.